Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a reset error after coming out of an airplane. The customer removed and replaced the battery and had to reset the insulin pump. The buttons were not responding when the customer attempted to clear a lost sensor alarm. The customer worn the insulin pump through a body scanner as a tsa agent told her it would be okay. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All operating currents were within specification. No unexpected battery out limit, low battery or off no power alarms were noted. The pump passed the off no power, self test, unexpected restart, and displacement tests. No external ram crc or unexpected restart alarms noted. The pump alarmed motor error during the basic occlusion test and compromised force sensor system alarm during the prime test due to intermittent button response noted during testing due to flattened dome switches on the esc button. The motor was tested outside the device and it passed. The pump had a cracked case on the display window corners, a cracked lcd window, minor scratches on the lcd window, cracked reservoir tube window corners, a cracked reservoir tube window, a cracked reservoir tube lip, and cracked battery tube threads.